Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the snare loop was detached however it was retrieved. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Event description:
It was reported, to boston scientific corporation. That a 10mm round cold snare was used, during a colonoscopy procedure. Performed on october 24, 2022. During the procedure, the snare tip broke off in the patient bowel and was retrieved. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: problem code a0501, captures the reportable event of loop detached. Impact code f23, captures the reportable event of unexpected medical intervention.

Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of loop detached. Impact code f23 captures the reportable event of unexpected medical intervention. Block h10: (product investigation) one cold snare was received for analysis. Visual analysis of the device noted that the loop was detached. The active cord did not have any defective condition. Microscope and x-ray inspection were performed, and it was noted that the crimps marks on the cannula were in the wrong position. The reported event of "loop detached" was confirmed: evaluation of the returned device revealed that the crimp marks were in the wrong position. An investigation to address this problem determined that this task may not have been properly executed during production. The investigation concluded that the most li cause is likely cause of the event is human error. Further, the investigation concluded that this is likely an isolated event.

Event description:
It was reported to boston scientific corporation that a 10mm round cold snare was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the snare tip broke off in the patient bowel and was retrieved. The procedure was completed with a similar cold snare. There were no patient complications reported as a result of this event.